Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that patient presented to clinic with an uncontrolled pocket hematoma. Multiple interventions were attempted to manage the hematoma; however, these efforts were unsuccessful. The patient subsequently developed an infection secondary to the hematoma. As a result, the pacemaker (pm), right ventricular (rv) and right atrial (ra) leads were explanted. The patient had no consequences.